Event description:
During use the cardioplegia delivery pump as part of a cardiopulmonary bypass procedure, the user reported that the roller pump jammed. When the tubing was properly repositioned in the pump raceway, the pump jam was resolved. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.